Event description:
It was reported that the during the laser photoselective vaporization of the prostate procedure the laser bridge but it was too tight and it was hard to maneuver. But when they removed the fiber out of the patient the cap fell off outside of the patient. They were able to finish the case with the second fiber. There was no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap exhibits mild devitrification at output window and the metal cap exhibits mild detritus adhesion on surface. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. There are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. An evaluation conclusion code of no problem detected was assigned to this investigation. Based on device analysis, there are no signs of breaks/fractures at tip and no signs of breakage along the fiber. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the during the laser photoselective vaporization of the prostate procedure the laser bridge but it was too tight and it was hard to maneuver. But when they removed the fiber out of the patient the cap fell off outside of the patient. They were able to finish the case with the second fiber. There was no clinical consequences to the patient.